Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted for an unspecified reason; no product allegations have been received. The device was returned for routine disposal.